Manufacturer narrative:
. Event summary: as reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage. The user removed the device and replaced it with another to achieve hemostasis. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Additional information was received 12apr2021: the device was not handled by any metal tools. Blood loss prior to the reported difficulty was 800 ml and blood loss after the reported difficulty was 800 ml. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures and visual inspections were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation. The balloon material was observed to be torn at the proximal bond. A document-based investigation evaluation was performed. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. The hazard analysis for this failure mode was reviewed and additional escalation was not recommended. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 12apr2021: the device was not handled by any metal tools. Blood loss prior to the reported difficulty was 800 ml and blood loss after the reported difficulty was 800 ml.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage. The user removed the device and replaced it with another to achieve hemostasis. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.